Manufacturer narrative:
Attempted troubleshooting by disconnecting helium tubing and using the iab fill key. Verified tubing was clear (no blood/discoloration). Reviewed proper troubleshooting steps: inspect tubing, press iab fill key for 2¿3 seconds, press start, recheck tubing.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.